Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, d9, h1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "the inner tray could not be removed from the outer tray". The device was used and remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the inner tray could not be removed from the outer tray". Device remains implanted.